Manufacturer narrative:
The product is in transit to the manufacturing site for eval.

Event description:
While testing the product during preparation for use, it was reported that the cutter was leaking. There was no pt involvement and no report of adverse event as a result of this malfunction.